Event description:
It has been reported that one syringe 5ml ll sp125 has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that the inside of the tip of the syringe was found to be discolored. Event description states: customer called stating that the tip of the syringe is discolored (black or reddish) on the inside of the tip.

Manufacturer narrative:
H.6. Investigation summary: one 5ml syringe in an opened blister pack from batch 8307707 (p/n 309646) was received and evaluated. It was observed there was a brownish foreign matter smear in the tip of the syringe. The foreign matter appeared to be oil and was larger than level 2 in size, which was rejectable per product specification. Potential root cause for the foreign matter defect is associated with the molding process. The oil was most likely from the molding machine used for the lubrication of mechanical components. No corrective actions are necessary based on the defective rate identified. Batch 8307707 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 5ml ll sp125 has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that the inside of the tip of the syringe was found to be discolored. Event description states: customer called stating that the tip of the syringe is discolored (black or reddish) on the inside of the tip.